Event description:
It was reported that the compressor alarmed for high pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description and service report. Our fse (field service engineer) was on site to investigate the issue further and could confirm that the circuit board required replacement. Afterwards, the compressor functioned properly and was cleared for clinical use. The involved compressor mini was manufactured after the improvement was implemented. The root cause is considered to be a random intermittent component failure without any design or manufacturing issue.

Event description:
Manufacturer's ref. #: (B)(4).